Event description:
A journal article was reviewed which contained information regarding this lead. It was reported that the right ventricular (rv) lead had impedance increases after undergoing a magnetic resonance imaging. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: magnetic resonance imaging in patients with recently implanted pacemakers. Pace pacing and clinical electrophysiology. (B)(4)